Manufacturer narrative:
(B)(4). It was reported by the patient that he underwent an inguinal hernia repair procedure in 1998 and no re-operation was performed after that. The patient experienced a pain and more symptoms in 2000. (B)(4).

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by the patient that he underwent an inguinal hernia repair procedure on an unknown date and mesh was implanted. The patient has been in pain since approximately two months after the surgery, (B)(6) 1998, and has been receiving pain medications. The patient has undergone xrays. The patient was told by many doctors that the mesh was broken. Additional information was requested.